Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion and a resume pump alarm. The customer's blood glucose (bg) level was reported as being high with a high ketone level. An insulin injection and a correction bolus were used to address the high bg level. The customer was admitted to the hospital and was treated with an insulin drip. The customer was discharged the same day. The customer's high bg and ketone level were resolved.